Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device could not be communicated with remote radio frequency (rf) monitor. Cause of issue was unknown. The patient left the merlin transmitter under the bed and potentially the rf tried to connect too many times without success. An inductive transmitter was sent to the patient. Rf telemetry was restored with device upgrade. Patient was stable throughout the event.